Event description:
It was reported that subject device was not working. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: malfunction of the electro-pneumatic valve, flow rate and volume cannot be accurately displayed at times due to manifold unit failure, gas leak sound from inside the unit, gas leakage from the first regulator unit, and gas leakage from the s-repair unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: in regards to the air supply not operating, it was presumed to be caused by a defective electro-pneumatic valve. The defective manifold unit, is presumed to have contributed to the air supply not operating. The remaining findings cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.